Event description:
Experienced shortness of breath and heart pain at various times in last year. Just got out my amplatzer card and noticed it as advised to contact dr immediately for echocardiogram. I called (B)(6) and was told I should call my primary care physician.